Event description:
Upon the receipt of a sample for baxter evaluation, a leak condition was observed from the connection of the blue winged cap and the luer body. Similar reports have been received from this facility, but this sample return was not anticipated.

Manufacturer narrative:
Upon receipt, fluid was noted in the bag that contained the units which suggested leakage must have occurred. The source of the fluid was visually observed at the connection of the blue winged cap and the luer body. The winged cap was visually noted to be adequately fastened to the luer body (the cap was not over-tightened or under-tightened). No other source of leakage was found. A leak test was performed on the units by refilling them with green color water. After fill, the units were allowed to completely prime then the blue winged cap was securely fastened to the luer body (the cap was not over-tightened or under-tightened). Thereafter, the units were being monitored for 7 days for signs of leak. However, after 7 days of monitoring period, no signs of leak were observed. (B)(4).

Manufacturer narrative:
A batch review has been conducted which revealed product met all the acceptance criteria for release. (B)(4).